Manufacturer narrative:
All previously reported method, conclusion, and result codes no longer apply to this event. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 125 mcg for a total dose of 70.90867 mcg/day via an implantable pump for non-malignant pain. It was reported the patient presented to the emergency room (ER) on (B)(6) 2019 because their pump had been beeping since midnight. The patient has not had an increase in pain. Device interrogation on (B)(6) 2019 revealed a motor stall at 12:19am which did not recovery until 11:42am. A second motor stall occurred at 4:41pm and did not recover as of (B)(6) 2019-aug. The estimated elective replacement indicator (eri) was 13 months. The pump was explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. The event resulted in in-patient hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.